Event description:
It was reported that during intra-operative placement of a spacer the material of an avs tl inserter broke. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. However, images of the device were provided. One of the prongs that fits into the spacer at the inserter's tip is fractured at half length. Device history records were reviewed for this lot, no relevant manufacturing issues were identified. The device was manufactured in november of 2013 and was in use for approximately 9.5 years. The sales rep indicated that he had this device in his possession since 2016. Complaint history records were reviewed for this catalog number, no adverse trends were identified. Upon follow-up it was confirmed that the disc space did not appear too small for the cage, the disc space was distracted and trialing was performed, the implantation angle was not difficult and no excessive force was applied during implantation. The root cause of the reported event is normal wear and tear. Due to the age of the device, factors such as consistent use of the instrument throughout its lifetime may cause fatigue and contribute to fracture. H3 other text : status and location of the device is unknown.

Event description:
It was reported that during intra-operative placement of a spacer the material of an avs tl inserter broke. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.